Event description:
It was reported that the patient presented in hospital after receiving a device alert. The pulse generator exhibited backup vvi operation. The device was unable to be interrogated; external electrocardiogram revealed loss of output. The device was explanted and replaced successfully on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Final analysis found the complaint was verified, no output was detected and no telemetry with the device could be established because the battery had reached end of service. The cause of early end of service could not be established as the device memory was erased as received. After replacing battery, normal device function ensued.